Event description:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 08-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had problems with them getting one of the coils in" in (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced amenorrhoea ("didn't get a menstrual cycle for about a year"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods now"), abdominal distension ("lots of bloating making me look like I am pregnant/ severe bloating"), depression ("depression"), weight increased ("weight gain"), pain ("body aches"), arthralgia ("sore joints"), dysmenorrhoea ("very bad lower back pain before and during my cycle"), asthenia ("no energy"), loss of libido ("no sex drive"), vitamin d decreased ("low vitamin d"), blood iron decreased ("low iron"), back pain ("lower back pain") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. In (B)(6) 2012, the amenorrhoea had resolved. At the time of the report, the pelvic pain, back pain and menorrhagia outcome was unknown and the menstruation irregular, abdominal distension, depression, weight increased, pain, arthralgia, dysmenorrhoea, asthenia, loss of libido, vitamin d decreased and blood iron decreased had not resolved. The reporter considered abdominal distension, amenorrhoea, arthralgia, asthenia, back pain, blood iron decreased, depression, dysmenorrhoea, loss of libido, menorrhagia, menstruation irregular, pain, pelvic pain, vitamin d decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device for cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received: reporter information and lawyer added. Essure start date updated from (B)(6) 2009 and indication added as permanent contraception. Events severe bloating, lower back pain, chronic pelvic pain, and excessive and abnormal bleeding during menstruation added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
It was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1934 on 19-oct-2015. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 629141) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had problems with them getting one of the coils in" in (B)(6) 2009. The patient's concurrent conditions included obesity and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced abdominal distension ("lots of bloating making me look like I am pregnant/ severe bloating"), weight increased ("weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced amenorrhoea ("didn't get a menstrual cycle for about a year"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular periods now"), depression ("depression"), pain ("body aches"), arthralgia ("sore joints"), dysmenorrhoea ("very bad lower back pain before and during my cycle"), asthenia ("no energy"), loss of libido ("no sex drive"), vitamin d decreased ("low vitamin d"), blood iron decreased ("low iron"), back pain ("lower back pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and rash ("rashes or skin conditions type: on arms,legs and back"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. In (B)(6) 2012, the amenorrhoea had resolved. At the time of the report, the pelvic pain, genital haemorrhage, rash, dyspareunia, vaginal discharge and fatigue had resolved, the menstruation irregular, abdominal distension, depression, weight increased, pain, arthralgia, dysmenorrhoea, asthenia, loss of libido, vitamin d decreased and blood iron decreased had not resolved and the back pain and menorrhagia outcome was unknown. The reporter considered abdominal distension, amenorrhoea, arthralgia, asthenia, back pain, blood iron decreased, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of libido, menorrhagia, menstruation irregular, pain, pelvic pain, rash, vaginal discharge, vitamin d decreased and weight increased to be related to essure. The reporter commented: essure implant date also reported as (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Right: 1 and left: 1. Current weight 200 lbs. Approximate weight at the time of essure placement 170 lbs. Transvaginal ultrasound: short wires are incidentally position. 2. Small complex ovarian cysts which are within the size range consistent with physiologic involuting follicles or hemorrhagic cysts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s via medical record confirming events back pain, pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1934) on 19-oct-2015. The most recent information was received on 18-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 629141) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had problems with them getting one of the coils in" in (B)(6) 2009. The patient's concurrent conditions included obesity and ovarian cyst. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced abdominal distension ("lots of bloating making me look like I am pregnant/ severe bloating"), weight increased ("weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In july 2011, the patient experienced amenorrhoea ("didn't get a menstrual cycle for about a year"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular periods now"), depression ("depression"), pain ("body aches"), arthralgia ("sore joints"), dysmenorrhoea ("very bad lower back pain before and during my cycle"), asthenia ("no energy"), loss of libido ("no sex drive"), vitamin d decreased ("low vitamin d"), blood iron decreased ("low iron"), back pain ("lower back pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and rash ("rashes or skin conditions type: on arms,legs and back"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. In (B)(6) 2012, the amenorrhoea had resolved. At the time of the report, the pelvic pain, genital haemorrhage, rash, dyspareunia, vaginal discharge and fatigue had resolved, the menstruation irregular, abdominal distension, depression, weight increased, pain, arthralgia, dysmenorrhoea, asthenia, loss of libido, vitamin d decreased and blood iron decreased had not resolved and the back pain and menorrhagia outcome was unknown. The reporter considered abdominal distension, amenorrhoea, arthralgia, asthenia, back pain, blood iron decreased, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of libido, menorrhagia, menstruation irregular, pain, pelvic pain, rash, vaginal discharge, vitamin d decreased and weight increased to be related to essure. The reporter commented: essure implant date also reported as (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Right: 1 and left: 1. Current weight 200 lbs. Approximate weight at the time of essure placement 170 lbs. *transvaginal ultrasound: short wires are incidentally position. 2. Small complex ovarian cysts which are within the size range consistent with physiologic involuting follicles or hemorrhagic cysts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s via medical record confirming events back pain, pelvic pain, abdominal pain. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics and concomitant disease added. Essure indication and start date updated and lot number added. New events abnormal bleeding (general), rashes or skin conditions type: on arms and back, dyspareunia (painful sexual intercourse), vaginal discharge and fatigue were added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.